Manufacturer narrative:
Heartsine has received the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
A distributor contacted stryker to report that the status, shock and hands off patient led's do not work on the customer's device. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt, the stand clear led and shock icon led did not light during the self-test. This was attributed to a misaligned membrane tail within the j11 connector, which resulted in no connection between multiple tracks and their associated pins on the connector. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
A distributor contacted stryker to report that the status, shock and hands off patient led's do not work on the customer's device. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.